Manufacturer narrative:
One ampere¿ rf ablation generator mn h700489 and sn (B)(6) was received for evaluation. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia (svt) procedure, communication issues resulted in a procedural delay. An error displayed stating, ¿catheter not connected." The connection cable and the catheter were both replaced but the issue persisted. The generator was restarted but the issues was not resolved. The generator was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.